Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) removed the pim and cleaned/lubed the safety disk and checked over all connections, the iabp passed the pim test without issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during service/test of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the pim test would fail with leakage. There was no patient involvement, thus no adverse event was reported.